Event description:
It was reported by the patient she had seen her physician and 2 days later, the device started shocking her for a total of 21 shocks. The patient was hospitalized 4 days in the intensive care unit. The device was explanted and replaced with a competitor device. No further patient complications were reported as a result of this event. Additional information received reported the lead was replaced along with the device due to the inappropriate shocks. Further information received indicated that the lead was capped due to high impedance and an apparent lead fracture, and that the device was replaced due to the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.